Manufacturer narrative:
The report event of high impedance was not confirmed and cannot be fully analyzed due to the returned lead was incomplete. As received, the returned terminal end lead segment was passed isolation resistance testing. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated. It is unknown which lead is exhibiting high impedances, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2021-13257. It was reported that one of the patient's leads was exhibiting high impedances. Surgical intervention is expected to address the issue.

Event description:
It was reported that the patient's right s1 lead was partially explanted and replaced with two leads. Therapy was restored following the procedure.